Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. For this case the customer did not respond regarding further information or the return of the product and therefore no testing can be carried out at this stage. An automated system sends out two follow-up messages that the customer is reminded to respond. In this instant the customer care expert (cce) also sent an additional follow-up email to the customer and no response was received.. If any information is received from the customer, which supports the investigation, a follow up report will be sent.

Event description:
Customer reported on 16 nov 2023 alleging the elvie pump caused her mastitis. Location is unknown. Customer has not provided further information on whether or not she required medical treatment.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. For this case customer first contacted chiaro on (B)(6) 2023 and followed up on (B)(6) 2024 with medical treatment information. Customer care have tried to request the product back from the customer on (B)(6) 2024, however the customer is unresponsive and therefore no further information is available. A follow up will be sent if further information is obtained.

Event description:
Customer reported on (B)(6) 2023 alleging the elvie pump caused her mastitis. Location is unknown. Customer has not provided further information on whether or not she required medical treatment. Customer has reported a follow up on (B)(6) 2024 from the us stating she got had experienced clogged ducts and mastitis since the first report in (B)(6) 2023. She consulted with a lactation specialist who advised her to take milk thinning oral medicine and not to use the elvie pump if she felt that it continued to cause mastitis and clogged ducts. The customer stated that believes that the elvie pump has continued to cause mastitis issues and she has stopped using it.